Event description:
Additional information: a user facility report was received from the intermacs registry. The report stated, ¿patient with evidence of pump dysfunction, elevated ldh 1493. On (B)(6) 2014 began to have low pi/high watts. Became anuric.¿

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired due to hemolysis. The pt reportedly had an ongoing joint infection, became septic and then developed hemolysis. A pump exchange was declined by the pt's family. The pt's hemolysis reportedly led to unspecified pump issue and thus is was determined by the vad coord that the death was related to the vad.

Manufacturer narrative:
According to the info provided to the manufacturer, the device was not explanted. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the pump, the reported event and pt outcome could not be determined. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available. The manufacturer is closing its file on this event.